Manufacturer narrative:
Submit date: 02/15/2016. A device history record review could not be performed because the lot number was not provided by the customer. Two photographs were provided for evaluation. Based on the analysis from the phots, it looks as if the texture of the gauze was a too loose. Based on the investigation and analysis, the possible root cause would be re-sterilization or other types of processing prior to use. Thus, no corrective action or preventive action is planned at this time. This complaint will be used for trending purpose for future investigation.

Manufacturer narrative:
Submit date: 11/04/2015. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states that one each was unraveling when received.